Event description:
It was reported that during a da vinci-assisted general surgical procedure, the instrument drape ring fell out. The procedure was aborted post anesthesia with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes ports were placed in the patient. The procedure was aborted due to the defective drape product. No patient injury or harm. No device malfunction. Due to a defective drape product, they were unable to use the system and had to switch to laparoscopic surgery. Yes, the system was inspected prior to use and no system related issue this happened immediately after the start of the procedure. No post operative complications. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.